Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced dizziness and shortness of breath whenever standing up and moving around. The real-time electrogram showed t-wave oversensing (twos) post ventricle pacing. In addition, the patient was noted to have elevated potassium which may have contributed to the oversensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.